Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found error e333 (touch panel error). Other findings were: configuration of the device returns to default and memory error occurred. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, during a diagnostic outpatient consultation the video system center settings returned to default. There was also an error message displayed. The settings were changed and temporarily restored the situation. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: error code e333 (touch panel error) occurred. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, based on the results of the investigation, the customer¿s allegation was not confirmed, and a root cause could not be identified. It was noted that otv-s300 designs may cause e333 errors even in normal conditions, but it could not be specified in this case. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.